Manufacturer narrative:
One (1) used list# cl3941, oncology kit w/chemolock w/chemoclave, spinning spiros w/red cap lot# 4375837 and one (1) used bd syringe 30 ml were received for evaluation and visually inspected. As received, no damage or anomalies were identified. The spiros was hydrostatic pressure leak tested and leaked from the area of the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review for lot# 4375837 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
A sus voluntary event report (mw5095102) was received and stated "a spinning spiros, a controlled system transfer device manufactured by ICU medical placed on the end of tubing and syringes for needless transfer to patient IV site, leaked fluorouracil upon attempted attachment to patient". Additionally, it was reported the spiros leaked from the housing on IV push into bd smartsite. The nurse was wearing personal protective equipment and the chemo spill was cleaned per facility protocol and a spill kit was used. It was reported there was unprotected chemo exposure, but no medical intervention done.